Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that his right ventricular (rv) lead exhibited high out of range pacing impedance which occurred since (B)(6) 2020. As a result a lead safety switch (lss) occurred which resulted in a device reprogramming. A lead fracture was suspected to be the cause of the out of range measurements. During a follow up, noise and loss of capture (loc) were also exhibited. No asystole. Additional information confirmed the rv lead was surgically abandoned and a new lead was implanted. The lead is not expected to be return. No additional adverse patient effects were reported.